Event description:
It was reported that a pump has an inoperable keypad. It was reported that the "3rd soft key is stuck." It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval determined that the #2, #3, #4, #5, #6, #7, #8, #9 and ( . ) keys are inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys are pressed, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed. When in alphabetic mode and the "abc" key is selected, ag will be displayed interfering with the mdl drug search). The keypad will be replaced. Baxter has initiated a CAPA to further investigate the issue.